Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device logging multiple alarms due to very low fio2 (fraction of inspired oxygen) readings was confirmed. During testing, however, the reported issue could not be duplicated. In the event that the reported issue was intermittent, ventec replaced the oa2 board. Proper device operation was then observed through functional and performance testing. With the information available, ventec determined that the likely cause of the reported issue was the oa2 board.

Event description:
It was reported that the device needed service due to an alarm issue. No further details were provided. Upon evaluation of the device, ventec observed that the ventilator had logged multiple alarms indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.